Event description:
Product quality issue- particulates observed in cell product clinical lots frozen in cryomacs50 freezing bag (initially lot 7200400270, also observed in lot 7200300724). When thawing and preparing subject cct6005-012's autologous gd2-car t cells for infusion, visual inspection showed blue particulates. Subsequent microscopic inspection of multiple bags from the same clinical manufacturing run for subject cct6005-012 also detected particulates of unknown origin. Infusion was canceled; patient did not receive this product. Gram stain, mycoplasma, and 14-day sterility results of the cell product are all negative. A larger root cause analysis has detected microscopic particulates in cryopreserved doses from three separate clinical manufacturing lots all frozen in cryomacs 50 freezing bags from lot 7200400270. At (B)(6) suggestion we have filed an official customer complaint and are working with their contracted analytical lab to characterize the visible and microscopic particulates. During our root cause analysis, we have also found microscopic particulates in cryomacs50, lot # 7200300724. We reported the product quality issue for autologous t-cells transduced with retroviral vector (14g2a-cd8.bb.z.icasp9) expressing gd2 chimeric antigen receptor (gd2cart) to FDA and voluntarily paused all infusions while we finalize root cause investigation and implement a risk mitigation plan. Detected both visible and subvisible particles of unknown origin in multiple bags from the same clinical lot, across multiple clinical lots. FDA safety report ID# (B)(4).